Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 160764: 81 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 78 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of loosening. The surgeon determined that the tibia was loose. The cause of the loosening is unknown. While removing the tibial component, the surgeon knocked the femur loose. The surgeon revised the tibia, femur and insert. The surgery was completed successfully.